Manufacturer narrative:
Pump was unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Pump was received with broken reservoir tube lip, scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.

Event description:
The customer's mother reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 122 mg/dl at the time of the incident. The customer reported that the clear plastic ring on top of the reservoir is broken off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.